Event description:
It was reported that the patient was in a lot of pain in general. The sales representative requested an sflx coilette be shipped to the patient so the coil can lay over the finger instead of between the fingers like the sflx mini coilette. No further information was provided.

Manufacturer narrative:
D4: the lot number is unknown as the product was not returned for evaluation. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Corrections in b4: date of the report, b3: estimated date of the event is october 2024 as actual date of event is unknown. Additional information in g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the pain was in a lot of pain while using the unit. No additional patient consequences/ further information has been reported. The sflx-mini coilette was not returned for further evaluation.